Event description:
It was reported that the ilet user experienced recurrent low glucose after meal announcements, with review indicating multiple consecutive meal announcements and frequent smaller-than-actual dinner entries. The care team advised a factory reset when supplies became available, and the issue aligned with an incorrect use procedure involving the user interface. Symptoms included hypoglycemia with a nadir of 65 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.